Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported "after surgery everything ok. In mr examination [...] They found rupture of the right implant. In other examination [...] - confirmation - absolute breakage of the right prothesis. In surgery- both implants with double capsular, seromas and rupture of right implant surgery and correction of capsular pockets, exchange of implants". This record refers to right. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: one extended opening, brown particles material was found on the gel and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Explanting surgeon reported "after surgery everything ok. In mr examination [...] They found rupture of the right implant. In other examination [...] - confirmation - absolute breakage of the right prothesis. In surgery- both implants with double capsular, seromas and rupture of right implant surgery and correction of capsular pockets, exchange of implants". This record refers to right. The device has been removed.